Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ DHR review for part#358.696 lot#4963299. Release to warehouse date: (B)(6) 2005. Manufactured at synthes (B)(4) facility. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon inspection of the field equipment set, it was noted that one of the two fins were broken from the tip of the blade inserter for ex humeral nail. No patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the complaint condition for the spiral blade inserter (part 358.696 / lot 4963299) was likely caused by over ten years of use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design related deficiency. The spiral blade inserter is an instrument routinely used in the titanium cannulated humeral nail system per the technique guide. The device was returned and reported that one of the two distal prongs had broken and was missing. This condition is confirmed - one of the two distal prongs is sheared off and appears to have been polished down to a smoothened homogenous surface. It is likely that over ten years of use and possible rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in march, 2005 and is over ten years old. The balance of the returned device is in fairly worn condition with some markings along its length. The associated drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.